Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional: a trend review has been performed and there similar reports made to baxter. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation; the reported condition was confirmed but not duplicated. The assignable cause is a damaged switch printed circuit board. The switchboard assembly has been replaced. Additional: a service history review has been performed and the device has not been previously serviced for the reported condition.

Event description:
The facility representative contacted baxter to report an infusor pump in which the device alarms continuously. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.